Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (will not power on monitor) was isolated to the battery housing and connector being damaged, seems to be chewed on and will not fit into the monitor. The root cause for the damaged housing and connector was physical abuse. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a battery was unable to power on a monitor.